Manufacturer narrative:
Additional information received: open surgery was performed to repair the access perforation. Product analysis: the reported difficult to position and subsequent vessel injury event could not be assessed on the films provided; therefore the cause of the event could not be provided. Lack of procedural angiograms did not allow for analysis of insertion of the device into the patient¿s anatomy. The patient¿s vessel health could not be fully determined on the film provided. It is possible that poor vessel condition may have led to vessel injury on attempts to introduce the device into the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis conclusion: the external slider and tip capture release were in the home position. The taper tip was partially curved with the distal end oval and flattened. A gap of 1.0mm was observed between the taper tip and the graft cover. There was no further deformation evident to the device. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a >300 mm thoracic aortic dissection. It was reported during the index procedure when the stent graft was being delivered, the arterial intimal layer was described as relatively weak and it subsequently was torn when the delivery system was being delivered to the target location. The guidewire then fell out and couldn't support the delivery of the stent. This device was then removed. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were provided and the patient will be monitored.